Event description:
It was reported that on (B)(6) 2024 the patient experienced a major infection located at the mediastinum. The type of infection was unknown. Drug therapy including antibiotics was provided to treat the infection. The patients left ventricular assist device (lvad) could not be ruled out as a contributary factor to the infection but was considered to be unlikely to be the cause. The patient was readmitted to the hospital at this time. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.